Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was being placed however capture issues were noted. Lead was repositioned, however the capture issues remained. The helix of the lead would not retract, but the lead was able to be explanted and replaced using another technique. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was being placed however capture issues were noted. Lead was repositioned, however the capture issues remained. The helix of the lead would not retract, but the lead was able to be explanted and replaced using another technique. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.